Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr would not allow the insulin to flow. This was discovered during use. The following information was provided by the initial reporter: from a pack of 100 needles, it seems that insulin does not come out on 10 needles.

Manufacturer narrative:
H.6. Investigation: five sealed 32g x 4mm pen needle samples were returned from lot. No. 9247426, cat. No. 320562. A clog test was carried out on all five samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr would not allow the insulin to flow. This was discovered during use. The following information was provided by the initial reporter: from a pack of 100 needles, it seems that insulin does not come out on 10 needles.